Manufacturer narrative:
(B) (4): evaluation results: (several co-morbidities); (stent thrombosis, mi). Conclusion: (B) (4) (secondary intervention: thrombus aspiration, pcps).

Event description:
A 3.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in to a pt. The target lesion located in the lad # 6 was described as at bifurcation with lmt and exhibiting 90% stenosis. During procedure, two other endeavor rx drug-eluting coronary stents were deployed at lad # 7 and at lcx # 11 (MFR report# 2953200-2010-00166-00167). It was reported that good dilatation of the stent was confirmed after procedure; however, 2 weeks post implant, the pt developed cardiogenic shock during dialysis at the hospital emergent cag confirmed a thrombus at lmt. After aspirating thrombus, percutaneous cardiopulmonary support system was used to support the blood flow. The physician commented that given the pt specific background, multiple risk factors for stent thrombosis including severe calcification (under expansion), lmt bifurcation and lcx small vessel would have caused this event.